Event description:
When the package was opened, the dilator of the britetip sheath was observed sticking out from the sterile pouch (sterility compromised). Consequently, this device was not clinically used. Another product (401-935m, lot unk) was opened and used for the procedure.

Manufacturer narrative:
The device is available for analysis. However, it has not been received as of to date. Any additional info will be submitted within 30 days upon receipt.